Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strip were reviewed and the dhrs showed the precision strip passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 reader. A caller reported that the customer (10-year-old child) obtained unspecified low readings in comparison to unspecified results obtained on an healthcare meter. The customer experienced a loss of consciousness and was taken to the hospital where he received unspecified treatment. No further information was provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 reader. A caller reported that the customer ((B)(6)-year-old child) obtained unspecified low readings in comparison to unspecified results obtained on an healthcare meter. The customer experienced a loss of consciousness and was taken to the hospital where he received unspecified treatment. No further information was provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter, no issues were observed. Meter did not powered on with button depression and strip insertion. Bnp-1 was cloned to address this issue. Liquid contamination was observed on pcba(printed circuit board assembly). Extended investigation has been performed. Visual inspection was performed on the returned reader and no abnormalities was observed. The returned reader was de-cased and corrosion was observed which was caused by liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 reader. A caller reported that the customer (10-year-old child) obtained unspecified low readings in comparison to unspecified results obtained on an healthcare meter. The customer experienced a loss of consciousness and was taken to the hospital where he received unspecified treatment. No further information was provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.